Manufacturer narrative:
Pin bracket.

Event description:
It was reported by service report that the retaining post was missing parts. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.